Manufacturer narrative:
Detection of incorrect antibody dispense is highly dependent on presence of control tissue, type of control tissue, and antibodies dispensed. This could contribute to patient treatment decisions being made based on incorrect dispense.

Event description:
Problem: customer reported anti-ema staining on two anti-s100 slides, no anti-s100 staining at all, anti-s100 seems not be applied on the slides but anti-ema seems to be applied instead. Investigation into the issue confirmed a software bug in which the wrong product is dispensed and the run report would only show the dispense of correct/intended stain.

Manufacturer narrative:
A CAPA was opened to define further actions related to the detected software error. Root cause of the issue was attributed to a software error introduced by a change in the sw. Software update (vss 12.3.1) for customer using the software vss 12.3 and software update (vss 12.5.3) for customers using software vss 12.4 and higher version were released to fix this issue. A health hazard evaluation performed on this issue indicates not likely that the use will cause any adverse events. No harm to patient was reported in the current case. (B)(4).